Event description:
It was reported that during an unknown procedure, there was a permanent tone with the generator and different handpieces. It was not reported how the case was completed. There was no reported patient consequence and 3 devices are being returned.